Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6), 2008. According to the complainant, after the surgery, the patient experienced severe pelvic pain, chronic infections, vaginal scarring, dyspareunia, and mesh erosion. All other information, including the patient's current condition, is unknown and reportedly unavailable.